Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited multiple high out of range pacing impedance measurements of greater than 2000 ohms on the right ventricular (rv) channel. The rv lead is a non-boston scientific product. No changes were made to the system and the crt-d remains in service. No adverse patient effects were reported.